Event description:
Boston scientific crm received information that this 4639 guidewire could not be removed from the attempted 4554 lead during left ventricular lead placement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a 92 mm portion of the guidewire was returned inside the lumen of the 4554 lead. The guidewire was uncoiled on the proximal end and extremely stretched to the point that it had broke apart. The proximal segment was not returned. Most likely the damage occurred during the implant procedure when the guidewire became stuck due to blood/body fluid in the lead lumen. When the wire was pulled with force, a portion of it broke off and became stuck inside the lead near the tip.